Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, an iabp was placed to treat a biventricular failure caused by potential coronary ischemia. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25 mm bioprosthetic aortic valve was explanted at implant due to left main coronary obstruction and perivalvular leak. The explanted device was replaced with a 23 mm bioprosthetic valve. The atriotomy was closed. The patient had biventricular failure. An intra-aortic balloon pump was placed via the left common femoral artery. The patient exited the operating room in stable condition. Per medical records, this (B)(6) male presented with severe aortic regurgitation, heart failure, coronary artery disease, and atrial flutter, with a history of pacemaker placement. Intraoperatively, the patient was noted to have a small aortic root, and an aortic root enlargement was performed. After the 25 mm aortic valve was implanted, perivalvular leak was noted on the valve along the noncoronary sinus and he had dysfunction of the anterior wall, concerning for potential coronary ischemia. The surgeon elected to downsize the valve to 23 mm. Therefore, the heart was rearrested with retrograde cardioplegia and the 25 mm valve was excised. A 23 mm valve was implanted in replacement. The atriotomy was closed. The patient had biventricular failure. An intra-aortic balloon pump was placed via the left common femoral artery. The patient was transferred to the intensive care unit in stable condition.